Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5568-53 implantable pacing lead 2009 (B)(6); 5076-58 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that there was unexpected longevity. The device was explanted and replaced. It was also reported that the atrial lead showed poor, intermittent sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.